Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a cogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the foreign object could not be identified and the root cause of the foreign object remaining in the device could not be determined. The event can be prevented by following the instructions for use (IFU): chapter 7, cleaning, disinfection, and sterilization procedures. Chapter 8, reprocessing workflow for endoscopes and accessories. Chapter 9, reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.